Manufacturer narrative:
Patient age, sex and weight: information not provided. Manufacturer's analysis conclusion: the reported event of no external power alarms was not confirmed as it was not captured in the log files or reproduced during testing; however, atypical alarms were confirmed via analysis of the log files and the returned system controller. The submitted log file and the log file downloaded from the returned controller contained approximately 2 days of data combined ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log files captured a power cable disconnect alarm that was not associated with a power source exchange on (B)(6) 2019 at 11:55:49 due to the rsoc voltage on the white power cable dropping to approximately 0 v; the alarm resolved immediately. The atypical alarm occurred while connected to 14v batteries. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2019 at 11:59:22 to exchange the system controller. No other notable alarms were active in the log files. Visual inspection of the returned system controller revealed that the black power cable was kinked at the strain relief on the connector side of the cable and that both the black and white strain reliefs (on the connector side) were broken. Testing performed on the power cables revealed that the yellow (alarm out) and red/white (motor voltage out) of the black power cable were broken and shorting to the shielding when the cable was flexed at the observed kink. The yellow wire shorting to the shielding will result in an audio alarm without an associated visual alarm, as there is no true alarm condition active. Breakdown and shorting of the red/white wire does not affect controller function or result in any alarms. Slightly elevated resistances consistent with the early stages of conductor breakdown were observed on several additional wires; however, these wires appeared intact and functional. No further issues were observed. The returned controller was connected to a test power module/system monitor and a mock circulatory loop. An audio alarm without an associated visual alarm on the system controller or system monitor was produced when the black power cable was flexed at the observed kink due to the yellow wire shorting to the shield. The controller was also tested while connected to 14v batteries and the same issue was produced. No further issues or atypical alarms were produced by manipulating the power cables. The atypical alarm did not affect the controller¿s ability to operate the mock circulatory loop at the set speed. The outer jacket was removed from the power cables and a green contaminate consistent with fluid ingress was observed. The underlying conductors were inspected and the yellow (alarm out) and red/white (motor voltage out) wires were completely severed beneath the observed kink in the cable. Several additional wires were also kinked at this location but remained intact. The root cause of the reported event of no external power alarms could not be conclusively determined through this analysis. Although the reported no external power were not confirmed, atypical audio alarms that can be produced by manipulation of the black power cable were observed during testing; these alarms are caused by power cable damage that resulted in the yellow (alarm out) wire breaking and shorting to the power cable shielding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a no external power event while attached to the power module. The message does not show while supported by battery power. The alarms occur generally when a position change occurs. The site reported merely touching the white cable would cause an alarm. The controller changed out and no longer able to replicate the alarm. No further information was reported.